Event description:
It was reported that a tim20 was used during a whipple. It was reported by the affiliate that the plastic tip of instrument broke off inside the patient following installation of a reload cartridge. One piece was retrieved from the patient, but it is unknown if more plastic fragments remained in the patient. Another instrument was opened and used successfully to complete the case. The instrument has been forwarded to the (tga) government authority for review. 08/24/1998 message from affiliate. After their government authority reviews the complaint, the device will be released to be returned to the us.